Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had battery test failed alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer¿s spouse stated that the insulin pump keeps coming off. The customer¿s spouse stated that it was a bad battery and within a day or two turns off again with new battery. The customer¿s spouse stated that the contacts were not missing or damaged. The device will not be return for analysis.